Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device has not been received for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated they replaced the cover, and the unit now works and passes all the rcs tests. The product will not be returned for evaluation.